Manufacturer narrative:
A review of the device history records revealed no manufacturing or processing related irregularities. The trestle luxe plate was found to be properly manufactured and released in accordance with design specifications. Visual inspection found that one of the plates gold locking mechanisms had become bent/deformed. The outward bend is consistent with damaged caused by incomplete disengagement of the locking slide to allow screw extraction. Root cause of the plate backing off the patient cannot be determine. Multiple attempts to obtain additional information have been unsuccessful.

Event description:
Plate backed off as surgeon was inserting the screws. In the process the locking mechanism got bent and no longer functional. No patient harm.